Event description:
Customer alleged discolored pins on the inform meter. Manufacturer's domestic evaluation unit discovered melted pins on the meter while inspecting the product returned by the customer. No report of adverse events, due to this device.